Event description:
It was reported that, following a few years of implant, this inflatable penile prosthesis (ipp) began to malfunction. A fluid leak was suspected and the device was explanted and replaced. The patient was on anti-coagulants and a diabetic; therefore no new device was implanted pending healing of the surgical area. The ipp was tested after the procedure and a hole in the reservoir was found. No patient complications were reported.